Event description:
Customer reported experiencing a past low blood glucose event, with the lowest level recorded at 50 mg/dl. Cause was not known. Customer consumed carbohydrates as a corrective action and cts advised the customer to consult a healthcare provider to discuss factors potentially affecting blood glucose levels.